Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a communication problem. With the patient tried to recharge the implantable neurostimulator (ins) and got the poor communication screen. The battery in the patient died so they needed to recharge it, but they get ¿that antenna screen and it ain't working¿. The battery in her body was only depleted for 13 hours while she was sleeping. The implantable neurostimulator recharger (ins) screen turned on and had power, but she got the reposition antenna screen. The last time the patient felt stimulation was four days prior, and just felt stimulation 4 days prior. The insr antenna was damaged. Information regarding if the patient still had concerns regarding their device or therapy has been requested. If additional information is received, a follow-up report will be sent.